Event description:
It has been indicated by the customer that during testing of the device with approx 100kg person lying on the bed, actuator mounting broke off, making the head end of the bed dropping into the tilt position. There isn o record of any injury to the patient or caregiver. Reference MFR report number: 3007420694-2014-00018.